Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for 368815 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a yellow tube was mixed in with the bd vacutainer® cat (clot activator tube) plus blood collection tubes (red). Found before use. No reports of serious injury or medical intervention noted.